Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that previously the implantable cardioverter defibrillator (ICD) delivered inappropriate shock for a supraventricular tachycardia episode due to misinterpretation of signals. As a resolution programming changes were made. The patient condition was stable.